Manufacturer narrative:
The sample storage and collection information is not available. Qc is within specification with respect to controls (accuracy) and reproducibility (precision). Controls were run pre and post the event and recovered within assay limits. A bci field service engineer (fse) found solenoid #30 in the pump module failed which caused the vacuum chamber #4 to overfill, which prevented the process of air drying in the needle rinse line. Fse replaced the solenoid and the cause of the solenoid failure was corrosion on the electrical pins. The root cause for the erroneous results is specimen dilution caused by solenoid #30 failures which prevented vacuum to the needle vent line.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous low rbc, wbc, platelet (plt), and hgb results generated by the coulter hmx hematology analyzer with autoloader for two patients. The initial result for patient # 1 had an instrument generated flag for the platelet parameter and the cbc results were reported out and were not considered erroneous. The erroneous results for patient #2 were reported out of the laboratory and were questioned because the delta check of patient results did not match. Patient #2 was redrawn and both the initial and redrawn specimen was run at the reference lab. The operator noticed that the hgb results were trending down upon rerun of the same specimens for patient #1 and #2. The corrected results were reported. Patient treatment was not impacted by this event.